Event description:
It was reported that, "piece of handle broke off during surgery. Pc was identified with post-operative x-ray. Pt was re-operated on. Pc was retrieved. Pt was closed and sent to recovery rm."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.